Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the procedure, blood was leaking from the sheath. No external pressure was applied when the sheath was flushed and a puncture was performed, and a catheter was not inserted into the sheath. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.